Event description:
Reporter noted four cases of endophthalmitis in past four months with two surgeons. This patient had endophthalmitis three days post-op. Cultured coagulase- negative staph; vitrectomy performed. Recovered to 20/150 to date.